Event description:
The patient reported power on reset (por) error code. Therapy has turned off and reset to shipping parameters. The patient wanted to clear the por and remove that the implant for an unrelated MRI procedure and needed a listing doctors in the area. There was no symptom reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation .

Event description:
Additional information received from the patient reported that the circumstance that led to the power on reset (por) was a battery check. The step taken to resolve the issue included the patient receiving the names of three doctors. Someone said they would send a message to the manufacturing representatives (rep). The por issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.